Event description:
It was reported to philips that the device was unable to perform fluoroscopy due to a lack of image disk space. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was completed as planned. The philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, fse cleared hard disk of older images and patient information and replaced the ippc (image processing pc). The defective ippc was returned to philips for further analysis. The analysis confirmed the malfunction of ippc and identified that failed component as dimms. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.